Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mom reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl. The customer reported that they did not hear the alert to change the battery because the insulin pump was on vibrate mode. The customer did not want to troubleshoot and just changed the insulin pump settings to audio from vibrate mode. The device will not be returned for analysis.